Manufacturer narrative:
The manufacturer previously reported information received that a patient passed away while using a trilogy evo device. There is no allegation that the device contributed to the death. Although the cause of the death was determined to be progression of als, it is unknown about the causal relationship with this device. The patient used the device for approximately 8 months. Preliminary evaluation from the sales representative review of care orchestrator, shows "the last use date/time was from the evening of (B)(6) to the morning of (B)(6) (2025). (The sales representative's opinion is) probably, the device remained standby, and they did not press start therapy." The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death." Upon evaluation of the device the event log confirmed that the device was turned off at 08:13 on (B)(6) and remained inactive until it entered standby mode at 03:36 on (B)(6). An operational check was performed using a breathing circuit, but no failures were confirmed. Functional tests of the pressure sensor and flow sensor were performed, and no failures were confirmed. The device was disassembled, and an internal inspection was carried out, but no failures were confirmed. Based on the above results, no failures were confirmed with the device, and it has been determined to be operating normally. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).

Event description:
The manufacturer received information that a patient passed away while using a trilogy evo device. There is no allegation that the device contributed to the death. Although the cause of the death was determined to be progression of als, it is unknown about the causal relationship with this device. The patient used the device for approximately 8 months. Preliminary evaluation from the sales representative review of care orchestrator, shows "the last use date/time was from the evening of (B)(6) 2025 to the morning of (B)(6) (2025). (The sales representative's opinion is) probably, the device remained standby, and they did not press start therapy". The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.